Event description:
A nurse reported that after a multifocal intraocular lens (iol) was implanted, the patient had visual disturbances and poor best corrected vision. The lens was exchanged for a monofocal iol. In a follow up, the surgeon reported the patient had pre-existing dry eyes, and had to have additional dry eye therapy after the iol was implanted. The initial event was noted to be resolved after the exchange procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).